Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high, low and erratic blood glucose test results. The customer is concerned with all test results obtained. The expected afternoon fasting blood glucose test result range is 90-110mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call, a back to back blood test was performed by the customer and produced test results of 68 and 96 fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 07/30/2021 and open vial date is 04/01/2020. The meter memory was reviewed for previous test result history. Result 1: 96mg/dl date: (B)(6) 2020 time: 6:22pm pm fasting; result 2: 68mg/dl date: (B)(6) 2020 time: 6:00pm pm fasting; result 3: 78mg/dl date: (B)(6) 2020 time: 3:00pm pm non-fasting; result 4: 161mg/dl date: (B)(6) 2020 time: 10:00pm pm fasting; result 5: 123mg/dl date: (B)(6) 2020 time: 8:42pm pm fasting.